Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('have a fragment') and back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), rash ("rashes/ bumps on foot"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), sjogren's syndrome ("sjogren's syndrome"), hallucination ("seeing halos at night"), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candidia like symptoms"), urticaria ("hives"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues"), fibromyalgia ("fibromyalgia"), urinary incontinence ("having trouble holding bladder/am already dealing with so much with a rheumatologist/I have leaked on myself") and arthritis ("arthritis") and was found to have antinuclear antibody positive ("ana positive"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, rash, rash papular, pruritus, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eye, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, urticaria, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia, antinuclear antibody positive, urinary incontinence and arthritis outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, arthritis, back pain, candida infection, device breakage, dry eye, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, myalgia, palpitations, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, urinary incontinence, urticaria and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-feb-2020: information received via social media. Event "arthritis" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('have a fragment') and back pain ('back pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced, device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), rash ("rashes/ bumps on foot"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), sjogren's syndrome ("sjogren's syndrome"), hallucination ("seeing halos at night"), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eyes ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candidia like symptoms"), urticaria ("hives"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues"), fibromyalgia ("fibromyalgia"), urinary incontinence ("having trouble holding bladder, am already dealing with so much with a rheumatologist,I have leaked on myself"), arthritis ("arthritis"), tremor ("shaky hands"), dyshidrotic eczema ("dyshidrosis"), migraine ("migraine"), dry eye ("dry eye"), tinnitus ("tinnitus"), allergy to metals ("allergy to metals") and dizziness ("dizzy"), was found to have antinuclear antibody positive ("ana positive"). And weight increased ("I gain so much weigh") and underwent detoxification ("gently detox need some inflammation and toxins from the liver"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, rash, rash papular, pruritus, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eyes, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, urticaria, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia, antinuclear antibody positive, urinary incontinence, arthritis, detoxification, weight increased and tremor outcome was unknown. The reporter considered allergy to metals, antinuclear antibody positive, arthralgia, arthritis, back pain, candida infection, detoxification, device breakage, dizziness, dry eyes, dyshidrotic eczema, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, migraine, myalgia, palpitations, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, tinnitus, tremor, urinary incontinence, urticaria, vision blurred, weight increased and dry eye to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, backpain, rash, pash popular, pruritis, sjogrens syndrome, hallucination,arthralgia, headache, fatigue, photophobia, myalgia, eye pruritis, dry eye, vision blurred, palpiation, peripheral sweeling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, urticarial, lymphadenopahy, pyrexia, dyspepsia, fibromyalgia, antinuclear antibody positive, urinary incontinence, arthritis, detoxification, weight increased, tremor, dyshidrotic eczema, migraine, tinnitus, allergy to metal, dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: new events were added: I gain so much weigh and shaky hands and reporter information were updated. On (B)(6) 2020, process with fu 16. On (B)(6) 2020, follow up 18 and follow up 21 processed together. On (B)(6) 2020, follow up 19 and follow up 21 processed together. On (B)(6) 2020, follow up 20 and follow up 21 processed together. On (B)(6) 2020, social media received: new events were added: tinnitus, allergy to metal, dizziness and reporter information were updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('have a fragment') and back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), rash ("rashes/ bumps on foot"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), sjogren's syndrome ("sjogren's syndrome"), hallucination ("seeing halos at night"), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candidia like symptoms"), urticaria ("hives"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues"), fibromyalgia ("fibromyalgia") and urinary incontinence ("having trouble holding bladder/am already dealing with so much with a rheumatologist/I have leaked on myself") and was found to have antinuclear antibody positive ("ana positive"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, rash, rash papular, pruritus, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eye, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, urticaria, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia, antinuclear antibody positive and urinary incontinence outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, back pain, candida infection, device breakage, dry eye, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, myalgia, palpitations, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, urinary incontinence, urticaria and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event added - having trouble holding bladder/am already dealing with so much with a rheumatologist/I have leaked on myself. Reporters added. On (B)(6)2020: fu (6) and fu(7) processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('have a fragment') and back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding"), rash ("rashes/ bumps on foot"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), sjogren's syndrome ("sjogren's syndrome"), hallucination ("seeing halos at night"), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eyes ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candida like symptoms"), urticaria ("hives"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues"), fibromyalgia ("fibromyalgia"), urinary incontinence ("having trouble holding bladder/am already dealing with so much with a rheumatologist/I have leaked on myself"), arthritis ("arthritis"), tremor ("shaky hands"), dyshidrotic eczema ("dyshidrosis"), migraine ("migraine"), dry eye ("dry eye"), tinnitus ("tinnitus"), allergy to metals ("allergy to metals") and dizziness ("dizzy"), was found to have antinuclear antibody positive ("ana positive") and weight increased ("I gain so much weigh") and underwent detoxification ("gently detox need some inflammation and toxins from the liver"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, pelvic pain, genital haemorrhage, rash, rash papular, pruritus, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eyes, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, urticaria, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia, antinuclear antibody positive, urinary incontinence, arthritis, detoxification, weight increased and tremor outcome was unknown. The reporter considered allergy to metals, antinuclear antibody positive, arthralgia, arthritis, back pain, candida infection, detoxification, device breakage, dizziness, dry eyes, dyshidrotic eczema, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, migraine, myalgia, palpitations, pelvic pain, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, tinnitus, tremor, urinary incontinence, urticaria, vision blurred, weight increased and dry eye to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -device breakage, backpain, rash, pash popular, pruritis, sjogrens syndrome, hallucination,arthralgia, headache, fatigue, photophobia,myalgia, eye pruritis, dry eye, vision blurred, palpitation, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, urticarial,lymphadenopahy, pyrexia, dyspepsia, firbromyalgia,antinuclear antibody positive, urinary incontinence, arthritis, detoxification, weight increased, tremor, dyshidrotic eczema, migraine, tinnitus, allergy to metal, dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media received. Reporter information added. Events: pelvic pain, heavy bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('have a fragment') and back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), rash ("rashes/ bumps on foot"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), sjogren's syndrome ("sjogren's syndrome"), hallucination ("seeing halos at night"), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candidia like symptoms"), urticaria ("hives"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues"), fibromyalgia ("fibromyalgia"), urinary incontinence ("having trouble holding bladder/am already dealing with so much with a rheumatologist/I have leaked on myself") and arthritis ("arthritis"), was found to have antinuclear antibody positive ("ana positive") and underwent detoxification ("gently detox need some inflammation and toxins from the liver"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, rash, rash papular, pruritus, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eye, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, urticaria, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia, antinuclear antibody positive, urinary incontinence, arthritis and detoxification outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, arthritis, back pain, candida infection, detoxification, device breakage, dry eye, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, myalgia, palpitations, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, urinary incontinence, urticaria and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: information received via social media. Event "detoxification" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('have a fragment'), back pain ('back pain'), sjogren's syndrome ('sjogren's syndrome') and hallucination ('seeing halos at night') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), hallucination (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candidia like symptoms"), rash ("rashes/ bumps on foot"), urticaria ("hives"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues") and fibromyalgia ("fibromyalgia") and was found to have antinuclear antibody positive ("ana positive"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eye, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, rash, urticaria, rash papular, pruritus, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia and antinuclear antibody positive outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, back pain, candida infection, device breakage, dry eye, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, myalgia, palpitations, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, urticaria and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: newly added newts- device breakage, reporter was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('have a fragment') and back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), sjogren's syndrome ("sjogren's syndrome"), hallucination ("seeing halos at night"), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candidia like symptoms"), rash ("rashes/ bumps on foot"), urticaria ("hives"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues") and fibromyalgia ("fibromyalgia") and was found to have antinuclear antibody positive ("ana positive"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, back pain, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eye, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, rash, urticaria, rash papular, pruritus, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia and antinuclear antibody positive outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, back pain, candida infection, device breakage, dry eye, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, myalgia, palpitations, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, urticaria and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), sjogren's syndrome ('sjogren's syndrome') and hallucination ('seeing halos at night') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), hallucination (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candidia like symptoms"), rash ("rashes/ bumps on foot"), urticaria ("hives"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues") and fibromyalgia ("fibromyalgia") and was found to have antinuclear antibody positive ("ana positive"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the back pain, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eye, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, rash, urticaria, rash papular, pruritus, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia and antinuclear antibody positive outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, back pain, candida infection, dry eye, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, myalgia, palpitations, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, urticaria and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality safety evaluation of ptc (product technical complaint). No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), sjogren's syndrome ('sjogren's syndrome') and hallucination ('seeing halos at night') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), hallucination (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigued"), photophobia ("light sensitivity"), myalgia ("muscle pain"), eye pruritus ("itchy eyes"), dry eye ("dry eyes"), vision blurred ("blurred vision"), palpitations ("heart palpitation"), peripheral swelling ("swelling of hands and feet"), hypoaesthesia ("numbing of hands or feet"), feeling abnormal ("brain fog"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush/ candidia like symptoms"), rash ("rashes/ bumps on foot"), urticaria ("hives"), rash papular ("bumps on back/foot"), pruritus ("back side with severe itching"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), dyspepsia ("digestive issues") and fibromyalgia ("fibromyalgia") and was found to have antinuclear antibody positive ("ana positive"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the back pain, sjogren's syndrome, hallucination, arthralgia, fatigue, photophobia, myalgia, eye pruritus, dry eye, vision blurred, palpitations, peripheral swelling, hypoaesthesia, feeling abnormal, respiratory disorder, gingival bleeding, plicated tongue, candida infection, rash, urticaria, rash papular, pruritus, lymphadenopathy, pyrexia, dyspepsia, fibromyalgia and antinuclear antibody positive outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, back pain, candida infection, dry eye, dyspepsia, eye pruritus, fatigue, feeling abnormal, fibromyalgia, gingival bleeding, hallucination, headache, hypoaesthesia, lymphadenopathy, myalgia, palpitations, peripheral swelling, photophobia, plicated tongue, pruritus, pyrexia, rash, rash papular, respiratory disorder, sjogren's syndrome, urticaria and vision blurred to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.